Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported primary audible alarm was evidenced in the event history log (ehl). The alarm was not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventative measure to address the reported product fault.

Event description:
It was reported that the medfusion pump produced a primary audible alarm. No patient injury or complications were reported in relation to this event.